Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 13 years and 2 months post operatively of an initial right total knee arthroplasty, it was reported via legal documentation that a patient experienced a revision surgery. The patient began having symptoms of pain and swelling over the past few years. Revision operative report states - extensive synovectomy including popliteal fossa, and scar revision with end-to-end flap repair. Postoperative diagnosis: aseptic loosening of the right total knee. A significant amount of synovial fluid was then encountered whereupon cultures were obtained. The suprapatellar pouch was debrided extensively, the entire synovial region and this was sent to pathology to check for acute inflammation. Debridement of the medial gutter and the lateral gutter; the patella button fell off. It was grossly loose and was no longer fixed into the patella and demonstrated significant poly wear. While debriding the medial gutter, the tibial polyethylene also was not attached to the tibial component and was easily removed. The tibial polyethylene also demonstrated similar wear patterns with delamination and pitting. They fully debrided the lateral gutter, medial gutter, again biopsies were performed and sent to pathology to check for acute inflammation consistent with infection. There was significant amount of fibrous ingrowth along the anterior cut, anterior chamfer, posterior chamfer, and posterior condylar cuts indicating significant aseptic loosening. Femur was easily removed at this point, they debrided distal femur, which demonstrated significant bony defects due to the osteolysis. The tibia was well fixed because the stem was completely cemented. Surgeon was able to remove the tibial component, again beneath the tibia though, there was significant amount of fibrous tissue and bony loss due to the associated osteomyelitis. Complete debridement and synovectomy. Specimens were sent to pathology. Throughout the case, macroscopically there were elements of polyethylene debris in all the aforementioned areas. The pathology read back the reports and there was no evidence of acute inflammation indicating that this was aseptic loosening versus septic loosening. The patient tolerated the procedure nicely, was easily aroused and taken to recovery room in stable condition. There is no other patient demographic or medical history available. No device is expected to return and there are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, disassembly, femoral loosening, and patellar loosening, or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and complete product information were not provided. H6: corrected investigation clinical codes.